Event description:
The customer called technical support (ts) reporting that the device has a blank screen. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The device will be sent to bench repair to replace the lcd and ui pca if needed.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
It is unknown if there's patient involvement; however, it was noted that there was no user or patient harm. The bench repair technician evaluated the device and confirmed the reported problem. The lcd and casing parts were replaced to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
The removed lcd ui assembly was returned to the product investigation lab (pi). The fi technician installed the lcd ui assembly into a pi ventilator to duplicate the reported issue. Visual inspection of the lcd ui assembly revealed no evidence of damage or contamination. The lcd ui assembly was tested, and the lcd functions as designed with no issues.